Event description:
The customer reported the image on the subject device disappeared temporarily. The reported issue occurred prior to a procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, a complete loss of the image was observed. In addition, the device also displayed an e311 error code (scope communication error).

Manufacturer narrative:
During inspection and testing of the returned device, it was confirmed the subject device was not displaying an image due to a faulty camera cable. Due to the image issues, the white balance could not be properly adjusted, which caused the e311 error message. In addition, service found the outer sheath of the cable was ripped, exposing the internal metal braiding, but no metal was protruding. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty camera cable, which resulted in the error code e311. The specific root cause of the faulty camera cable could not be determined at this time. Olympus will continue to monitor field performance for this device.